Event description:
It was reported via phone call, that the customer received a button error alarm, as well as motor error alarms. Customer's blood glucose level at the time 260 mg/dl. Troubleshooting occurred. Customer does not recall any significant event leading up to the alarms

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.